Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device history lot reviewed: part: 04.005.534s, lot: 6l05424, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: sep 10, 2019, expiry date: aug. 01, 2026. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 04.005.534, lot number: 4l10455, manufacturing site: (B)(4), release to warehouse date: april 08, 2019. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient underwent for a reoperation to replace the backed-out locking screw with a new locking screw on (B)(6) 2020. It was noted that the patient underwent for the osteosynthesis surgery for tibia diaphysis fractures by the expert tibial nail system on (B)(6) 2020. On (B)(6) 2020, it was confirmed that the locking screw had backed out at a proximal static hole of the nail. The reoperation was completed successfully with less than 30 minutes delay. The patient outcome was unknown. Concomitant device reported: unknown expert tibial nail (part #: unknown, lot #: unknown, quantity: 1). This complaint involves one (1) device. This report is for (1) 5.0mm ti locking screw w/t25 stardrive 44mm f/im nail-ster. This is report 1 of 1 for (B)(4).